Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10044. The pt was implanted with two scs leads from different lots. It was reported one day post-op, the pt reported a loss of stimulation. The pt met with a st. Jude medical rep the following day who was unable to recapture effective stimulation. Impedance values were checked with no anomalies noted. Stimulation amplitude was increased which resulted in the pt experiencing painful stimulation near the incision site. It is suspected the lead may have migrated out of the epidural space. The pt's physician has elected to turn stimulation off and wait approx one month before making a determination regarding the next course of action. Surgical intervention may be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.